Manufacturer narrative:
Device analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 27th distal stent wraps with struts raised. No deformation was evident to the distal tip. No deformation was evident to the delivery system. A 0.014 inch guidewire was backloaded through the distal and advanced proximally before meeting resistance at 13cm proximal to the distal tip, the guidewire would not advance further most likely due to contrast or hardened blood. A 0.014 inch guidewire was frontloaded through the guidewire entry port and advanced distally before meeting resistance at the same location. A 0.015 inch mandrel could not be loaded most likely due to contrast or hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor sprint drug eluting stent was attempted to be used to treat a moderately tortuous, moderately calcified lesion with 78% stenosis in the mid lad. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It is reported that the stent delivery system was deformed and bunched. The kink/deformation was noted when loading/advancing the device over the guidewire. The device was inserted in the patient. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.